Manufacturer narrative:
Date of event: estimated based on aware date as event date was not reported.

Event description:
It reported that balloon ruptures occurred. During the procedure, two 2.50mm x 12mm nc emerge balloons and a 2.50mm x 12mm nc emerge balloon all ruptured prior to reaching nominal pressure. It was necessary to use other balloons to complete the procedure. There were no patient complications.